Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign: france. Review of the most recent repair record determined the motor speed was unstable, the control bar was not in the correct position, the screw was worn, and screws and e-ring were missing. The motor, screws, and e-ring were replaced, and the control bar was adjusted and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a usage issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the dermatome was cleaned in the washer but shouldn't have been. The even timing is before surgery. There is no harm or delay reported as there was no patient involvement. Due diligence is complete. No additional information is available. After evaluation of the returned device, it was determined that the motor speed was unstable.